Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced.

Event description:
A medtronic representative reported that during a procedure, the navigation system was unable to recognize a scope probe after a successful registration. The use of medtronic navigation was discontinued because of this issue. The procedure was completed successfully after a 10 minute delay, and the patient was not impacted.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.